Manufacturer narrative:
The reported observation of ¿no communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to an unrelated surgical procedure. There is sufficient information regarding use of electrosurgery in the dfu/IFU.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a surgery (unrelated to the scs system) without placing the ipg into surgery mode. A monopolar surgical tool was used during the procedure. Following the surgery, the ipg did not communicate with external devices. Troubleshooting did not resolve the issue. As such, the ipg was explanted and replaced with a new ipg on (B)(6) 2020 to address the issue. Reportedly, therapy was resumed post operatively.